Manufacturer narrative:
(B)(4). Clinical review of all information currently available concluded the following: although there is a temporal relationship between the ccpd treatment on (B)(6) 2017 and the reported events of shortness of breath (dyspnea), fluid overload and subsequent hospitalization. The course of hospitalization is unknown. Although cardiac enzymes were negative and the bnp drawn on (B)(6) 2017 was within normal range. It is unknown if previous bnp were elevated or if any imaging was conducted. During hospitalization the patient required a newly prescribed increase in dialysate strength to 4.25% solution in place of the 2.5% concentration the patient had been using prior to admission. Post hospitalization the ordered dialysate strength is unknown, although the patient will be monitored weekly for occurrence of ultrafiltration. There were no allegations against the liberty cycler or any fresenius products and the reported shortness of breath, fluid overload and hospitalization. Of note, the treatment data were assessed for the possibility of increased intraperitoneal volume (iipv) and did not meet the criterion. The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed signs of physical damage. The front panel bezel gasket was drooping approximately an inch over the center of the front panel overlay. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported that upon completing the prior night's treatment, the patient had a negative ultrafiltration volume (361ml) and the patient had to drain an additional 1400ml of solution through manual drain after disconnecting from the cycler. Additional information received from the patient's pd nurse confirmed that the patient had experienced hypervolemia and was hospitalized on (B)(6) 2017. Review of the patient's medical records information determined that cardiac enzymes drawn on (B)(6) 2017 were negative; other labs drawn on that date are unknown. The pd nurse reported that while the patient was hospitalized the patient was completing ccpd dialysis treatment on the hospital's liberty cycler using newly prescribed increase in dialysate strength to 4.25% solution from the previous prescription solution concentration of 2.5% and being monitored for occurrence of ultrafiltration. The patient was discharged home on (B)(6) 2017 to continue on ccpd therapy on cycler with change to 4.25% dialysate strength, continuing adjunct manual therapy, intraperitoneal (ip) antibiotics and weekly clinic monitoring for fluid overload.